Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus tip position on the touch screen of the programmer needed calibration, the hinge plate was broken, the spacer link electronic module (lem) board was broken, the cord bay latches were broken, the left and right keyboard hinges were broken, and the left hasp latch display was broken. The touchscreen connector was cleaned and reseated/touchscreen parameters were reset, the touchscreen was calibrated according to procedure, the hinge plate was replaced, the spacer lem board was replaced, the cord bay was replaced, the left and right keyboard hinge were replaced, the software was re-installed and updated to the newest version, and the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for restock, and subsequently tested out-of-specification during analysis. There was no patient involvement.